Manufacturer narrative:
The device component code 430 relates to the device problem code 1059 for the evaluation findings of cutting wire bent. A visual examination of the returned device found that the working length was twisted. The exposed cutting wire was intact at the distal end of the device. The cutting wire appeared to be bent inside of the extrusion close to the proximal end of the device. During a functional analysis, the device failed to bow past 90 degrees as the working length tensed/coiled when the handle was actuated. The length and outer diameter of the cutting wire were measured and found to be within specification. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified batch. The investigation concluded that the bent cutting wire is likely due to procedural/anatomical factors encountered during the procedure. Therefore, the most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a stonetome sphincterotome was used during an endoscopic sphincterotomy procedure on (B)(6) 2011. According to the complainant, when the user attempted to cut the papilla, the device failed to bow. No visible damage was noted to the device. The procedure was completed with another stonetome sphincterotome. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be good. Based on the device analysis, which indicates that the cutting wire was bent, this is now considered a reportable event.